Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Analysis summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the strap12 device was returned with no damage in the external components. In an attempt to replicate the reported incident, fire testing was not conducted because trigger was jammed. The instrument was disassembled; upon disassembly, one plastic post from the sled was found broken which causes latch was out of position (post a, cav. 2), that is why the internal cannula components were not sliding properly and 0 straps were found inside cannula shaft. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Related events captured via: 2210968-2022-10648 and 2210968-2022-10650.

Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on (B)(6) 2022 and absorbable straps were used. The strap pins did not fix the mesh. There were no adverse patient consequences reported. No further information was provided.